Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital discarded the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patients hip arthroplasty was revised due to multiple dislocation resulting in closed reductions. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as revision op notes were not provided, however, dislocation prior to alleged revision is noted in medical records. Visual inspection of explanted liner and head images demonstrate no signs of damage. From the x-ray review by external surgeon : the submitted x-ray does not confirm dislocation. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patients hip arthroplasty was revised due to instability and multiple dislocation resulting in closed reductions. No further information is available.